Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of acute pain. The pain never did not completely resolve since the neurostimulator (ins) was initially implanted and the pain started to increase over the previous 6 months (since approximately (B)(6) 2011). The patient met with the manufacturing representative and it was determined that the 2nd lead was no longer working. An x-ray was not taken, but the system was checked with the physician programmer. The patient reported many falls in the past but the dates were unknown and thought a fall contributed to the 2nd lead fracture. She was having more pain and having to charge more often. She could not use her left leg and was using crutches and a wheelchair. The patient had orthoscopic surgery on her left knee and a fusion done in her back approximately about 3-4 years ago which caused her to have rsd that spread to her back. She has also had a meniscus tear that occurred in (B)(6) 2009. The 2nd lead was implanted to provide more coverage because the pain had spread. Both of her stimulators were implanted in the stomach area on the left side in 2006. Additional information received reported that the patient experienced an overstimulation sensation since last reprogramming was done. The stimulation was in the wrong location. It was in the opposite leg and in the stomach and abdomen where the previous ins was located. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# v125467016, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type lead. (B)(4).